Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 17 years and 2 months post implant of this 27mm bioprosthetic aortic valve implanted in the pulmonary position, it was replaced valve-in-valve with a transcatheter bioprosthetic pulmonary valve. The reason for replacement was reported as severe pulmonary stenosis and moderate pulmonary insufficiency. It was also reported that the gradient across the valve was above 60mmhg. No additional adverse patient effects were reported.